Event description:
Reporter alleged obtaining discrepant blood glucose values of 155 mg/dl on his advantage system compared to the nurses system result of 75 mg/dl when testing was performed less than 1 min apart. Reporter stated he was not experiencing any hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.